Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator unit will turn itself on, run for a bit, then turn itself off. The customer reported there was no patient involvement.